Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb), total prostate-specific antigen (tpsa), and free prostate-specific antigen (fpsa) results on their e- module. The customer stated they were initially having quality control problems on all tests run on the e-module during the morning quality control run. Some hours before at the end of daily maintenance, many patient samples showed discrepant results. The customer provided data for 19 patients, of which there were 18 patients with discrepant results that were reported outside the laboratory. Repeat testing was performed on another e-module. Patient 1 had an initial hcgb result of 778.0 mmui/ml. The repeat result was 2081.0 mmui/ml and it was issued as a corrected report. Patient 2, a male born on (B)(6), had an initial tpsa result of either 1.93 or 1.95 ng/ml. The repeat result was 4.73 ng/ml. Patient 3, a male born on (B)(6), had an initial tpsa result of 1.42 ng/ml. The repeat result was 3.42 ng/ml. Patient 4, a male born on (B)(6), had an initial tpsa result of 3.92 ng/ml. The repeat result was 9.44 ng/ml. Patient 5, a male born on (B)(6), had an initial tpsa result of 1.51 ng/ml. The repeat result was 3.04 ng/ml. Patient 6, a male born on (B)(6), had an initial tpsa result of 1.73 ng/ml. The repeat result was 3.88 ng/ml. Patient 7, a male born on (B)(6), had an initial tpsa result of 17.19 ng/ml. The repeat result was 35.37 ng/ml. Patient 8, a male born on (B)(6), had an initial tpsa result of 1.71 ng/ml. The repeat result was 3.97 ng/ml. Patient 9, a male born on (B)(6), had an initial tpsa result of 0.500 ng/ml. The repeat result was 1.15 ng/ml. Patient 10, a male born on (B)(6), had an initial tpsa result of 2.35 ng/ml. The repeat result was 4.55 ng/ml and it was issued as a corrected report. Patient 11, a male born on (B)(6), had an initial tpsa result of 2.44 ng/ml. The repeat result was 5.60 ng/ml and it was issued as a corrected report. Patient 12, a male born on (B)(6), had an initial tpsa result of 3.91 ng/ml. The repeat result was 8.65 ng/ml and it was issued as a corrected report. Patient 13, a male born on (B)(6), had an initial tpsa result of 2.47 ng/ml. The repeat result was 6.85 ng/ml and it was issued as a corrected report. Patient 14, a male born on (B)(6), had an initial fpsa result of 0.151 ng/ml. The repeat result was 0.359 ng/ml. Patient 15, a male born on (B)(6), had an initial fpsa result of 0.447 ng/ml. The repeat result was 0.955 ng/ml. Patient 16, a male born on (B)(6), had an initial fpsa result of 0.168 ng/ml. The repeat result was 0.357 ng/ml. Patient 17, a male born on (B)(6), had an initial fpsa result of 0.178 ng/ml. The repeat result was 0.384 ng/ml. Patient 18, a male born on (B)(6), had an initial fpsa result of 0.304 ng/ml. The repeat result was 0.694 ng/ml. There were no adverse events. The hcgb reagent lot number was 167584 and the expiration date was not provided. The tpsa reagent lot number was 168522 and the expiration date was not provided. The fpsa reagent lot number was 168496 and the expiration date was not provided. The field service representative detected leakage from the sipper and it was dripping continuously. He checked the fluidics system, two seal rings, and the valve and they were all ok. He did not find anything abnormal. He tried to perform quality control and it was ok. The leakage was observed again. He suspected blockage problems at the sipper. The performance testing results were fine and do not indicate an instrument problem.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).